Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens and was removed due to lens tearing in half. Lens was removed with no pt injury. A backup lens was implanted.

Manufacturer narrative:
(B)(4): evaluation: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).